Event description:
It was reported that within days of implant, there was a lead warning, with over one million low impedance paces noted. There was a question as to emi (electromagnetic interference) from the hospital. Later, the lead was programmed bipolar, and lead monitor was programmed to adaptive. The bipolar impedance had risen since implant. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.